Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. Multiple infusion set changes and a cartridge change was performed to address the occlusions. No damage was noted to any of the pump supplies in use during the occlusion alarms. The customer's blood glucose level was 405mg/dl.